Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received several shocks due to noise on the hv lead. Noise was re-producible with isometrics. A new sense/pace lead was added and the lead was partially capped. The defib portion of the lead remains implanted.